Event description:
A male pt contacted lifecor customer support to report that he had blue gel leaking down his back. He stated that there were no alarms. He stated that he was standing in his kitchen and turned to look at something when both he and his brother heard a "ripping sound like velcro coming apart." Support asked for a download which did not show any gel release flags. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.